Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact with no evidence of tearing or peeling. The "up" key was found to be unresponsive. The "ok" key was observed to be intermittently responsive. The "contrast" and "down" keys were responsive. The keypad was removed to check for contamination. Contamination was found under all key contacts. The pump's display was faded and discolored upon start up and difficult to read. The faded display was replaced with a test display. The test screen was fully functional and was fully illuminated with no visible signs of fading or discoloration.